Event description:
It has been reported to philips that device has a full hard drive failure, and they cannot do anything. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the hard drive error. Review of the log file showed that the disk was full. The fse recreated the image store. After recreating the image store, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.